Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported "initial saturation was 80% with the philips monitor not alarming in room. Patient was showing signs of cyanosis." A philips biomedical engineer (biomed) onsite worked with the charge nurse and connected the device to a simulator and set the spo2 to 80. The result was that the device alarmed at 80 spo2, as it should; no problem was found. Additional event description information was not provided. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.